Event description:
It was reported that the pcu alarmed system error 255-16-275 during chemotherapy infusions and requiring a complete device change mid-treatment. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: if other specify, imdrf annex a, b, c and g codes. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that the pcu alarmed system error 255-16-275 during chemotherapy infusions and requiring a complete device change mid-treatment. There was patient involvement but no harm.